Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, a bakri tamponade balloon catheter leaked during treatment of a post-partum hemorrhage post c-section delivery. The patient required a c-section due to complete placenta previa. After the fetus was delivered and the placenta was removed, a postpartum hemorrhage occurred, and drug hemostasis was ineffective. The patient had lost 600ml of blood when the device was used. The user inserted the device with bare hands without pre-testing. Leakage was noted near the middle part of the balloon material during inflation. The user immediately replaced the device with a new one and sutured the incision, and hemostasis was achieved. The patient lost an additional 400ml of blood following the placement of the complaint device. No adverse effect to the patient has been reported as a result of this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One cook bakri postpartum balloon with rapid installation components was returned for investigation. The stopcock component was not returned with the device. A stock stopcock was used to inflate the balloon with water. A leak was observed in the balloon, and a cut mark was observed in the balloon material at the leak. A document-based investigation evaluation was performed. No related nonconformances were recorded, and there have been no other lot-related complaints received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The instructions for use provided with the device state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that the device appears to have been damaged by an instrument of unknown origin. A definitive cause of this event could not be determined from the available information. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, a bakri tamponade balloon catheter leaked during treatment of a post-partum hemorrhage post c-section delivery. The patient required a c-section due to complete placenta previa. After the fetus was delivered and the placenta was removed, a postpartum hemorrhage occurred, and drug hemostasis was ineffective. The patient had lost 600ml of blood when the device was used. The user inserted the device with bare hands without pre-testing. Leakage was noted near the middle part of the balloon material during inflation. The user immediately replaced the device with a new one and sutured the incision, and hemostasis was achieved. The patient lost an additional 400ml of blood following the placement of the complaint device. No adverse effect to the patient has been reported as a result of this occurrence.